Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens was damaged when using the staar surgical lens injector system. No further details were provided, additional information has been requested from the physician.